Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the equipment displayed an advisory and did not accept irrigation. Additional information has been requested.

Manufacturer narrative:
The customer reported that the system displayed a system message (sm) ¿ [three phaco handpieces are inserted] and did not irrigate during a procedure. The patient had received peribulbar anesthesia. The customer was able to resolve the reported issue by rebooting the system. The surgery was completed with no patient harm. The company service representative examined the system and the reported problem could not be replicated. Preventive maintenance (pm) was performed. The system was then tested and met all product specifications. The system was manufactured on april 16, 2014. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, it is not suspected to have contributed to the reported event. (B)(4).